Event description:
The customer reported the ventilator started alarming and the pt was not getting any volume. The customer reported there was no pt harm. The customer reported extended self testing (est) was performed which failed during oxygen delivery testing. During eval, the MFR's service technician performed est and reported all testing passed. The service technician performed gas volume accuracy testing which passed. The service technician was unable to duplicate the customer reported event. Performance verification testing was completed and passed to operating specs.